Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, there was a markerband visibility issue. The 99% stenosed lesion was located in the moderately tortuous left anterior tibial artery. The coyote es mr 2mm x 40mm x 145cm was advanced to the lesion. The physician was unable to visualize the ro markers of the device under angiography. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, there was a markerband visibility issue. The 99% stenosed lesion was located in the moderately tortuous left anterior tibial artery. The coyote es mr 2mm x 40mm x 145cm was advanced to the lesion. The physician was unable to visualize the ro markers of the device under angiography. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed the balloon was tightly folded, indicating no sign of inflation pressure. The balloon was inflated to nominal pressure to measure the distal and proximal edges of the markerbands to balloon cone transitions. The locations of the markerbands with respect to distal or proximal balloon body/cone transition and markerband to markerband distance are all within specifications. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).